Event description:
Further follow-up revealed that the seizures could be related to the vns battery depleting or could be related to the patient undergoing a recent surgery (not related to vns) and the anesthesia and recovery medications. There was no diagnostic results available. The patient has been doing well since generator replacement.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient was experiencing seizures in her sleep every night. It was noted that the patient stated her overall condition is worsening. It is unknown whether or not the worsening is an increase above the patient's pre-vns baseline. Attempts to obtain additional relevant information have been unsuccessful to date.